Event description:
It was originally reported that the tip of the needle broke off inside the patient. The tip was seen visually but not retrieved. No x-rays were taken. Case was completed. Rotator cuff repair. Follow-up investigation: procedure was a left rotator cuff repair. The tip of the surefire scorpion needle broke while passing the medial row stitch. The tip was not seen as originally reported. Surgeon does a mini open procedure and they noticed the tip was broken after attempting to pass a stitch. The tip is buried in the middle of the rotator cuff inner substance. Surgeon used another scorpion needle instead to complete the case. No changes were made to the planned procedure. No x-rays were taken and no second surgery has taken place or is planned to remove the needle tip.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.